Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report the grounding pad was not recognizing and giving a green icon when applied to the patient's leg. Prior to calling, the customer changed out the pad 3 times. The tse had the customer place the grounding pad on their forearm and the pad icon turned green. The customer then tried cleaning the patient's skin and reapplied the pad, but issue remained. The tse recommended using saline or an alcohol prep pad and allowing the area to dry to prepare the surface of the skin for the pad. The customer did so with no change. The customer elected to end the call and were going to try and reposition the grounding pad to a different area. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used 3 different ground pads from different lots. The patient's leg was cleaned with alcohol and let dry prior to placing the second ground pad on. The site moved pad to different locations on the patient's body. If the site held the plug into the erbe, it would register the ground pad and as soon as the site let go of the cord it would not register. The site converted to another da vinci system and exchanged out the generator during the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced by failure analysis. The unit energized and cauterized all ports and recognized instruments. Upon further review, the unit seems to emit low energy upon activation of the foot pedals.